Event description:
I got my dentures in late 1996 or early 1997. I began using poligrip as soon as the swelling subsided in my gums - early 1997-. In the spring of 2004, I started passing out at work on several occasions. My doctor referred me to a specialist who diagnosed me with anemia. In 2004, numbness and tingling began occurring in my feet and up my legs. I was then referred to a neurologist who completed a variety of tests - spinal tap, bone marrow scan, mris of neck & spine, electrostimulus, blood work, etc.- and could not come to any diagnostic conclusions. He referred me to a multiple sclerosis specialist at the hospital, who ran tests for metals in my blood. He discovered extremely low levels of copper and high levels of zinc and diagnosed me with cervical malopathy. He referred me to a specialist in another state -dr - who has written papers on this disorder. Recently dr told me to stop using my denture cream. Due to the loss of muscle control, I am now unable to walk independently. Since 2004, I have had to use a wheelchair, but do not have sufficient strength to propel myself for long distances. I have lost some bladder control. I can no longer drive; my medical problems have had a significant impact on my family relationships. I am divorced and my young sons need to help me get around, care for myself, etc. I have had to dispose of all my assets -retirement accounts, personal possessions, etc.- in order to qualify for medicaid since I could not afford to pay for the numerous medical procedures. I was on medical leave from my job from 2005-20006 and have been unable to work since then. My disability is permanent and I require continued treatment and therapy. Caregivers must come to my apartment to assist with personal care, household chores, etc. Dose: denture cream. Frequency: multiple times/day. Route : po. Dates of use: 1997 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.